Event description:
In 2008, initial surgery was done with versa femoral ten for left trochanteric fracture. After the surgery, the patient suddenly could not walk. It was found through x-rays that two distal screws and the nail were broken. Another surgery will be done later to remove the implants.

Manufacturer narrative:
Examination was not possible, as the products were not returned. The provided x-rays confirmed the complaint. A search of the complaint database found no prior reports for fractures for all reported part and lot number combinations. The facility reviewed the device history records and found no manufacturing deviations or anomalies. The investigation could not verify or identify any product contribution to the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should the products and/or any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.